Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: gmrs extension piece 80mm; cat#: 64956080; lot#: lbcbi; gmrs small femoral bushing; cat#: 64952105; lot#: unk; gmrs small femoral bushing; cat#: 64952105; lot#: unk; mrhk tibial sleeve; cat#: 64812140; lot#: unk; mrhk bumper insert - neutral; cat#: 64812130; lot#: unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
As reported: "no other documents to be provided by physician or hospital. Patient's right knee. Don't have a record of previous surgery date. No trauma cases to patient. Hospital not releasing implants to be returned." Rep provided a revision usage sheet with explants hand-written, and a pre-revision x-ray. Update: "patient complained of inability to fully straight leg (lacked full rom of knee)".